Event description:
It was reported that clear, oil-like liquid came out of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip needle when pressing the plunger before use. The following information was provided by the initial reporter: "spouse reported when his wife pushed on plunger, clear liquid came out onto needle. Stated consistency was like "oil".

Manufacturer narrative:
Investigation: one opened package from batch #8244745 (p/n 309657) and one loose 3ml syringe with a customer¿s needle attached were received and visually evaluated. The syringe did not appear to have been used. The plunger was pulled back and large amount of silicone was observed pooling on the stopper surface and stringing from the roof of the barrel. The amount of silicone observed is excessive per product specification. Paper part of the package close to the location of the tip appeared to be soaked with silicone residue as well. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate a defective silicone gun was detected and repaired around the manufacture time of this batch. Potential root cause for excess silicone is associated with defective silicone gun during the assembly process. Actions were taken at the time the defect was discovered and the root cause was addressed. It is possible a limited number of product with excessive silicone was not contained and got mixed in with good product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that clear, oil-like liquid came out of the syringe 3ml ls 200 s/c needle when pressing the plunger before use. The following information was provided by the initial reporter: "spouse reported when his wife pushed on plunger, clear liquid came out onto needle. Stated consistency was like "oil"."

Manufacturer narrative:
Correction: the catalog and lot numbers have been updated. The following information has been corrected: describe event or problem: it was reported that clear, oil-like liquid came out of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip needle when pressing the plunger before use. The following information was provided by the initial reporter: "spouse reported when his wife pushed on plunger, clear liquid came out onto needle. Stated consistency was like "oil"." Medical device brand name: bd luer-lok¿ disposable syringe with bd luer-lok¿ tip medical device catalog#: 309657 medical device lot#: 8244745 medical device expiration date: 2023-08-31 unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-09-01.

Event description:
It was reported that clear, oil-like liquid came out of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip needle when pressing the plunger before use. The following information was provided by the initial reporter: "spouse reported when his wife pushed on plunger, clear liquid came out onto needle. Stated consistency was like "oil".